Event description:
On (B)(6) 2012, it was reported that a physician was removing the lead and generator of this vns patient due to infection at the generator site and possible the lead site. The generator, lead and coils were being explanted. The patient was diagnosed with the infection approximately three weeks ago. No re-implant was being performed at this time. No malfunction was alleged with the generator: it was being removed due to the infection. She states that cultures were taken at both the generator and the lead site; however, no results were provided the patients was seen in clinic on (B)(6) 2012, at which time the site was clear. There was evidence of abnormal swelling around the generator but no diagnosis of infection, pain, or tenderness. The patient's device was programmed on at this time. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Additional information was received on (B)(6) 2012, indicating that the vns was placed at another hospital. It was uncertain if additional interventions (other than surgery) had been taken. No patient manipulation or trauma was believed to have occurred that contributed to the event. Clinic notes indicated that the patient was evaluated on (B)(6) 2012. The previous thursday, the patient's mother noted that there appeared to be fluid collected under the vns site (about half the size of a tennis ball). The event appeared to be benign and a culture was taken. On (B)(6) 2012, the patient's mother noted a pink fluid saturating the patient's shirt. The patient has not had any big changes in behavior or seizure frequency. A physical exam showed that there was erythema at the perimeter of the surgical site with vns in place. There was no significant fluctuance or tenderness to palpitation. There was a slight area of potential opening with drainage at lateral aspect. Notes also stated that the patient had frank draining from his generator incision. The physician suspected infection and suggested explant. Cultures were taken and returned positive for staphylococcus aureus.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.